Event description:
Ob pt (B)(6) in with suspected pre-eclampsia. Prot/creatinine ratio (urine) was performed and returned elevated. This triggered transfer of pt out of local care to larger and high level of care facility. The result was in error due to the limitation of the analyzer to compensate for low urine specific gravity when testing urinary protein. The IFU for testing the urinary protein on the ortho clinical vitros 5600 only states limitations for specific gravity for 24 hour urines with high volume. When ortho was contacted they standby this, stating it is limited to an issue with the pt. We have had two pts where we can show it did not correlate. All ortho offered was a third party reagent because another facility had similar concerns with random urine testing. The IFU state, "very dilute urine samples (specific gravity <1.010) may yield artificially high 24-hour protein concentrations in large volume (>2500 ml) samples." "Very concentrated urine samples (specific gravity > 1.025) may yield artificially low 24-hour protein concentrations in large volume (>2500 ml) samples." Variances when doing correlations are more than expected between difference analyzers. They were 2 to 4 fold differences. FDA safety report ID# (B)(4).